Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist noticed that since 2018 in situ testing showed increased impedances for the ground path and for the intracochlear channels. Reportedly, there was no drop in hearing performance, and no product deficiency was alleged. The user had several episodes of epileptic seizures and is followed up by a neurologist. The mother reports that she noticed some ''periods of absence'' and also that user did not hear some parts of the conversation.

Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements show an increased ground path impedance likely due to a damage to the reference electrode. In addition several channels showed hi impedance due to undetermined reasons. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic. This is a final report.

Event description:
The audiologist noticed that since 2018 in situ testing showed increased impedances for the ground path and for the intracochlear channels. Reportedly, there was no drop in hearing performance, and no product deficiency was alleged. The user had several episodes of epileptic seizures and is followed up by a neurologist. The mother reports that she noticed some ''periods of absence'' and also that user did not hear some parts of the conversation. The user will be monitored.